Event description:
It was reported that two crosslink drivers were cracked/broken at the tip of the shafts. Both instruments were reported to be used on a pt during surgery. No pt complications were reported.

Manufacturer narrative:
The devices have not returned to medtronic for eval. Unable to determine cause of the event.